Event description:
It was reported that during a replacement surgery, high impedances were seen on three electrode combinations at 2.0 v. The lead electrodes were cleaned and the header block was inspected. The lead was reinserted and fully seated. Impedances were checked and six of the combinations failed. The overhead lights were turned off and all unnecessary electrical equipment was unplugged to rule out electrical interference. Impedance voltage was increased to 3.5 v and six electrode combinations were greater than 4,000 ohms. The lead was then detached from the stimulator and tested on an external system. The lead was confirmed to be intact and motor response was seen. Impedances were then checked again with an increased pulse width and the results did not improve. Going back to the stimulator resulted in the impedances being within normal limits. Since the patient was ¿high risk¿ for repeat anesthesia and surgery, the healthcare provider decided to change the stimulator. The lead continued to have impedance issues and was replaced as well. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# vaotryj, product type: lead. Product ID: 3889, lot# vaotryj, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).